Event description:
Underdelivery noted during routine biomedical preventative maintenance inspection. The device reportedly delivers -15% of expected volume. There were no reports of any problems while the device was in pt use.